Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. However, unable to perform occlusion test and displacement test due to missing retainer and reservoir tube lip o-ring. Pump was returned for power error. The power management tool confirmed pump error 25, power loss and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 11.2 mmol/l at the time of the incident. The customer stated that he had to change the battery twice. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.